Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Product location unknown.

Event description:
Patient underwent a knee revision due to infection 21 days post-implantation. During the procedure, the tibial bearing was removed and replaced and an irrigation was performed.